Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Patient's relative reported that patient had implant on tuesday (B)(6) 2016 and was told to adjust amplitude yesterday. Caller stated yesterday that they tried to use patient programmer (pp) and pp showed warning power on reset (por). Therapy had turned off and reset to shipping parameters. The representative reviewed meaning of por message and recommend caller to speak with physician office regarding clearing the por message.